Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced dry eye on left eye (os) at a 2 month post op exam. The surgery center noted the dry eye was present after the initial laser treatment was performed. At the 2 month post op exam, the surgery center indicated there was significant post-operative dryness observed on the os eye. The patient had no pre-existing dryness. At the 2 month post op exam, the patient was given punctal plugs for the lower and upper lids for the os. In addition, the dry eye was treated with xiidra eye drops for twice a day, pred forte artificial tears substitutions every 30 minutes, lotemax ophthalmic suspension corticosteroid ointment and omega-3 supplement. The patient comments were of blurry vision and dryness on the os after lasik treatment. At a 6 month post op exam, the dry eye is still noted and patient is still taking pred forte artificial tears substitutions and corticosteroid (lotemax). The surgery center indicated there is loss of 2 lines of best corrected visual acuity (bcva) after 3 months of initial treatment and the event was considered lasting and disabling, significantly interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -.50 x -.50 x 28; left eye pre-op 20/20 -1.50 x -2.50 x 160. Bcva from (B)(6) 2017: right eye post-op 20/20 .50 x -.50 x 178; left eye post-op 20/30 .00 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20; left eye post-op 20/40.

Manufacturer narrative:
In the initial report is was reported that the manufacturing date for the system was (B)(6) 2007 however, the manufacturing site has provided the date as 2008 (only the year was provided). A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.